Manufacturer narrative:
Although it is unknown which of the devices led to the event, we are filing this report for notification purposes. Following devices were involved: part# lot# 510k# UDI# qty 7650091 unk exempt na 2 7570900 unk k052747 (B)(4) 1 815-517 unk exempt na (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery, the devices were not working properly. Screw retaining driver could not hold the set screws before and after final tightening. Rod holder was also damaged and could not work anymore. The tip of the driver was damaged due to continuous use. Due to above issues with products, the surgical procedure was changed from minimally invasive surgery to open surgery. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.